Manufacturer narrative:
This report is submitted on october 17, 2019.

Event description:
Per the clinic, the device was explanted on an unknown date for an unspecified reason. The patient was reimplanted with a new device during the same surgery.